Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for pain. Information was reported that the patient's lead migrated. The patient wasn't getting good relief. The patient had a loss of stimulation and stimulation in an undesired location. The patient had the lead replaced and reports that the pain relief is better with no subsequent issues. The issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type lead information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: (B)(6)2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.